Event description:
It was reported that the patient developed an infection at the incisions. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator system explant procedure. The explanted device components were not returned as it has been disposed of.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7077200. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 36390238. UDI: (B)(4).